Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient complained of pain across his stomach. Patient stated he was in a car accident yesterday and ruptured a disc. Representative (rep) told patient to shut down stimulator and either go to the ER or see his pain management physician next week. It was reported the issue was resolved at the time of the call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they informed the patient's pain management physician on (B)(6) 2018 of the situation and they were going to schedule a time to see the patient. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep). It was reported the rep was scheduled to see the patient to follow-up on the issues they were having with their leads. Upon arriving at the account, the rep. Was informed the patient had passed away on (B)(6). It was noted the patient had recently been replaced in a managed care facility and the facility informed the physician the patient passed away, but they didn¿t provide a cause of death.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260 (B)(4) product type lead product ID 977a260 (B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient had a stimulator (ins) in abdomen before the car wreck and was being reprogrammed the day of the wreck to get stimulation out of the abdomen. The hcp reported that the device was not on during the wreck and has remained off since the wreck. The hcp reported that a manufacturer¿s representative (rep) would meet with the patient to attempt to reprogram as lead placement verified to be similar to initial post-operative. The hcp reported that it was unclear if the issue was resolved as the device hadn¿t been turned on yet, if it was uncomfortable they would revise the leads. No further complications were reported.